Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be jumping up and down. Reportedly, the battery went from 10% to 45% during troubleshooting with tandem technical support. The customer's blood glucose (bg) level was 250 (mg/dl). A correction bolus was delivered via the pump to address bg level. The customer stated the elevated bg level was not caused by the battery issue and the customer's bg level is typically a little elevated in the morning. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.